Manufacturer narrative:
The insulin pump was monitored for 24 hours and the display functioned properly. There was no missing segments or partial display anomaly. The insulin pump was received with normal operating currents. The device passed the self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 pounds during the priming test due to faulty force sensor resistor. The insulin pump had a cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 151 mg/dl. Troubleshooting for partial display was performed. Customer advised the numbers appeared to be grayed out. Customer replaced the device with a new battery and the display did not return to normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.